Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager remote manager required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) failed. A field service engineer inspected the device and resolved the case by replacing the latch, crimping the contacts, adjusting the hasp and box, and successfully testing the remote manager using the hardware test application. The system functioned as intended after the field service engineer repaired the device.